Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during a gastroscopy with duodenal stent placement procedure for a duodenal obstruction, performed on (B)(6), 2010. According to the complainant, the stent was advanced over the jagwire alongside the colonoscope, through the esophagus and stomach up to the duodenal obstruction. When the nurse pulled the exterior tube handle, the stent failed to deploy. The physician then removed the colonoscope and stent, and changed to a double channel gastroscope. He then reinserted the stent alongside the gastroscope and again attempted to deploy the stent. The exterior tube handle came loose, and the stent was removed. The complainant stated that the stent completely failed to deploy while inside the patient, but outside the patient it was able to be partially deployed by 2mm. The procedure was completed with a similar device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
Pt's age over 18 years old. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during a gastroscopy with duodenal stent placement procedure for a duodenal obstruction, performed on (B)(6), 2010. According to the complainant, the stent was advanced over the jagwire alongside the colonoscope, through the esophagus and stomach up to the duodenal obstruction. When the nurse pulled the exterior tube handle, the stent failed to deploy. The physician then removed the colonoscope and stent, and changed to a double channel gastroscope. He then reinserted the stent alongside the gastroscope and again attempted to deploy the stent. The exterior tube handle came loose, and the stent was removed. The complainant stated that the stent completely failed to deploy while inside the patient, but outside the patient it was able to be partially deployed by 2mm. The procedure was completed with a similar device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
Initial examination of the returned device noted that the stent was partially deployed. It was noted that the distal handle was detached from the outer sheath and that the stainless steel shaft was bent. It was not possible to retract the outer sheath and deploy the remainder of the stent by hand. Examination of the deployed stent and the stent holder found no anomalies. The most probable root cause is operational context. A review of the device history record was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed.